Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures; reportedly the device is back in use after exchange of the power supply. The repair was obviously done by a third-party service provider and thus, dräger was not able to obtain further information such as a log file covering the period in question. The device was in operation for nearly nine years now, status of preventive maintenance and repairs is not known to dräger. Hence, the mechanism of fault cannot be determined and, it can neither be confirmed nor denied that the exchange of the device-internal power supply was the appropriate measure to put back the device into fully operable condition. The following can be concluded: if running sw processes become interrupted or a deviation occurs that cannot be removed by other measures, a reboot of the entire device will be initiated autonomously to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. It is not known if the reboot was successful and restored function of the device; the user's report was unspecific in that aspect. If ventilation was resumed, the replacement of the power supply was likely unnecessary. A reliable conclusion in regard to the exact root cause for the reported observation can however not be made due to lack of information.

Event description:
It was reported that the ventilator suddenly performed a reboot during use. As per report, the event did not lead to consequences for the patient.